Event description:
It was reported to vyaire medical that the lap top ventilator 2200 leak on solenoid manifold. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective device for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.